Manufacturer narrative:
This report is submitted on september 15, 2022

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (date unknown). The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 21, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. This report in submitted on january 30, 2024.

Manufacturer narrative:
Correction: the previous MDR submitted on september 15, 2022 was filed inadvertently. No explantation has occurred. Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. This report is submitted on february 15, 2023.